Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. Patient code applies to the catheter. Device code applies to the catheter. Eval code-conclusion code applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 2000 mcg/ml for an unknown dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported patient had a catheter revision due to not getting good therapy. It was a sudden change in therapy/symptoms. It was noted patient was to follow up with healthcare professional (hcp). It was stated that the drug concentration was changed to 100mcg/ml and the total dose was to be determined. It was reviewed programming priming bolus and reviewed the option to clear the old concentration that was remaining in the pump tubing. It was noted manufacturer representative was in the procedure and was not able to answer all the questions.

Event description:
The healthcare provider (hcp) was the initial reporter and the device manufacturer representative (rep) first became aware on 2016-dec-07.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.